Event description:
Customer reported " the needle was separated from ars during puncture on the patient". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned an introducer needle for evaluation. The customer also provided a photo of the detached needle cannula and needle hub. Visual examination revealed the needle cannula was separated from the needle hub. Microscopic examination revealed small traces of adhesive residue on the needle cannula. There was little to no adhesive residue observed on the needle hub. The blast length on the needle cannula measured 10mm, which is within the specification limits of 8.5mm-10.5mm per the cannula product drawing. The needle cannula outer diameter measured 0.050", which is within the specification limits of 0.050"-0.051" per the cannula graphic. The cannula inner diameter measured .041", which is within the specification limits of .041"-.043" per the cannula product drawing. The inner diameter of the distal end of the needle hub measured 0.059", which is within the specification limits of 0.0585-0.0605" per the hub graphic. The needle cannula was able to be easily removed and re-inserted into the needle hub. A device history record review was performed, and no relevant findings were identified. The report of a needle cannula detached from the hub in use was confirmed by the customer's photos and a complaint investigation. Visual analysis revealed that the cannula had completely detached from the needle hub. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported " the needle was separated from ars during puncture on the patient". No patient harm reported. The patient's condition is reported as fine.